Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the pd therapy with the liberty cycler/liberty cycler set and the patient¿s peritonitis event. Peritonitis is well known potential complication in patient¿s receiving pd therapy which can be a result of many potential etiologies. At this time, the cause of the patient¿s peritonitis cannot be determined with the information available. However, there is no allegation nor any objective evidence that a liberty cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) therapy had peritonitis when the patient¿s pd order was asked to be placed on hold. There were no reported allegation that the patient¿s peritonitis was related to any deficiencies with a fresenius device or product. Upon follow-up, the patient¿s pd nurse reported the patient was hospitalized (date not reported) for the peritonitis event. Details surrounding events leading up to and during hospitalization are unknown as per the nurse no additional information would be provided. The cause of the peritonitis was not reported. However, the nurse adamantly stated the peritonitis was not related to any fluid leaks or any issues with fresenius device or product.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed serial number sticker (p/n (B)(6) printing was faded. There were no visual indication of particulates. An (as-received) simulated treatment with reduced dwell times was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A fluid leak determination & disposition vacuum test was performed and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction: a1.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.